Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that drive support cap is sticking out. There is physical damage to the insulin pump. Customer blood glucose reading is 328 mg/dl. Infusion set does not show signs of damage. Reminded customer not to manipulate or push on the drive support cap while connected. Advised customer to disconnect from the insulin pump. The insulin pump will be replaced. Nothing further reported.